Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova39s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had an increase in seizures with over 63 seizures. It was stated that the vns did not stop the seizures like it had before and the patient can no longer feel the vns working life he did. No additional relevant information has been received to date.

Event description:
Information was received that this is a new patient whose vns was turned on for the first time less than a week before this event. It is believed to be due to patient condition. The seizures are back to pre-vns baseline levels. They did increase the output current on the vns. The magnet was noted to be not effective since it is only at 0.5 ma and not optimized yet. Systems diagnostics are ok.